Manufacturer narrative:
Updated sections: b1, b2, g3, g6, h1, h2, h6, h11. Additional information: additional information clarified that when the harmonic ace instrument broke, a fragment fell inside the patient. The fragment was successfully retrieved during the same procedure. A thorough inspection was conducted to ensure no remaining fragments were present, and the instrument clamp was verified to be complete. The patient has not returned to the hospital with any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, while the surgeon was using the harmonic ace instrument, it broke. The procedure was completed with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.4230" x 0.0740" was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.